Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. During the procedure, the finger pad fell off. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Fingerpad comes off. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. During the evaluation, it was clear that the finger pad was detached from the product, however, all components conformed to specifications and it was also clear that the final product was assembled correctly together.